Event description:
Spontaneous inbound call from pt stated that when he went to inject the repatha, the sureclick injector did not release the medication. He tried multiple times and it did not release. Pt stated he then tapped on the pen and it spilled on the table; unable to reach pt, quite possible pt missed one dose and not sure if pt still in possession of defective pen. Reported (B)(6) by pt/caregiver.